Event description:
Information received from a pt via email. The email states, the pt had used the acuvue brand contact lenses and was switched to acuvue oasys contact lenses. The email stated the pt "always follow the 'rules' of taking them out and disposing of them and proper care." The email states that following one week of wear "I got a very bad cornea infection with extremely aggressive treatment for two weeks. I was then able to go back to my contacts, but within a week got another infection." "My doctor said it was most likely a cause of something wrong with my contacts." The pt provided a phone number and an email address, a physical address was not provided. Multiple messages were left on the pt's answering machine and multiple emails were sent to the pt requesting additional information. The pt has not responded. This is being reported due to the pt's description of the adverse event. We will report additional information within 30 days of receipt. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.